Manufacturer narrative:
(B)(4). Batch #: unknown. Date of event: unknown, assumed 1st day of month that complaint was reported. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported, cdh29p: after joining the anvil to the trocar the surgeon began to wind the anvil into the cartridge half. The anvil separated from the trocar. The surgeon was able to re attach the anvil to the trocar without event. There were no patient consequences. Procedure: open bowel anastomosis/high anterior resection